Event description:
Customer reported the c-arm will not move up or down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced a blown fuse. Sys operates as intended.